Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was reported that the prosthesis was found to be distorted and an acute aortic regurgitation was the cause for the event that occurred. The device was not returned for evaluation at this time. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19 mm pericardial aortic valve was explanted during the same surgery due to valve distortion leading to acute regurgitation. As reported, a full sternotomy and hockey sticky aortotomy was performed. Patient´s native valve was heavily calcified and regular débridement was performed. Valve seating was difficult. During the surgery, soon after the closure of the sternum, there were changes in the electrocardiogram and hypotension and cardiac arrest occurred. The chest was immediately opened and the cbp was restarted. The prosthesis was found to be distorted suspecting that an acute aortic regurgitation was the cause for the adverse event that occurred. The tight fitted valve was explanted and replaced by a non-edwards valve. The patient came off the cbp uneventfully and was shifted to the ICU being hospitalized in stable condition.

Manufacturer narrative:
Customer report of "valve distortion" was confirmed due to bent commissure as received. X-ray demonstrated commissure 1 bent, and wireform intact. The sewing ring was cut near leaflets 1and 2, and exposed the wireform on the side of the valve near leaflet 2. Suture holes were visible around the sewing ring. Per the engineering evaluation, a definitive time and method by which commissure 1 was bent could not be conclusively determined, however it likely occurred during implant/explant or during CPR. A valve with a bent commissure as received would not pass manufacturing inspections. A manufacturing defect was not confirmed. A definitive root for the acute aortic regurgitation could not be conclusively determined, but it could have resulted from the valve distortion. Acute central leaks observed in the peri-operative period usually occur from technique related issues. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however they may contribute to mild to severe regurgitation and if undetected may require reoperation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients.

Manufacturer narrative:
Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.